Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the leg longer than 48 hours, the site was hurting, red, bruised and puss was coming out of it. The patient visited the health care practitioner (hcp) who diagnosed an infection and prescribed a cream (name unspecified) which did not help. The patient visited the doctor's office a week later and received a second option (dermovate) cream to be applied 3 times a day until it clears.